Event description:
The pt was positioned prone in the infinity xr skull clamp for surgery. The doctor was applying pressure on the pt's head and he was implanting a screw with a screw driver when the pt's neck and head moved simultaneously. There was no pt injury or death occurred. The doctor proceeded to finish the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.